Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13248. It was reported that (B)(6) 2019 during a routine generator change for normal battery depletion, the physician believes the set-screw for the rv lead pin in the device header was stripped at implant years ago. The physician was unable to unscrew the set-screw and while attempting to free the lead from the header he damaged the insulation of the lead and the lead was cut off and replaced. The ra has exhibited chronic low impedance over the lifetime of this device. The physician decided to cap and replaced the ra lead. The patient condition is stable.

Manufacturer narrative:
The reported field event of difficulty removing the rv setscrew was confirmed. Analysis found that calcified blood was filling the rv setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset the setscrew could be untightened and the lead removed. The blood most likely came through damage to the septum in the form of a hole punched through it. The device has reached normal eri.